Event description:
It was reported that the customer experienced a cartridge leak of insulin, with the issue occurring four times in one day. The customer's blood glucose level did not exceed 500 mg/dl during these incidents. The customer successfully changed the cartridge, resumed insulin therapy, and the affected cartridge was sent in for replacement.